Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately 13 seconds at 16:36pm on (B)(6) 2022, which is not sufficient time to replace the reagent. The station properties for bottle 10 were reset at 16:36pm on (B)(6) 2022, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 10 was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were recorded in the instrument logs as: ethanol concentration=57.4%, cycles=118, cassettes= 8145, days=53. Although a user affirmed in the gui that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 16:36pm on (B)(6) 2022, the actual ethanol concentration would have remained unchanged at 57.4%, because bottle 10 had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which had an ethanol concentration of 57.3% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "factory 6hr xylene standard" protocol started in retort b at 18:31pm on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was identified by the complainant. Although not reported by the complainant, the quality of processing of patient tissue samples from six (6) other tissue processing protocols, which either started or completed on (B)(6) 2022, would also been adversely impacted because the reagent in bottle 10 (ethanol) was also used for the final dehydration step of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 6hr xylene standard" protocol started in retort b at 18:31pm on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was identified by the complainant. The instrument also functioned as designed during execution of the six (6) other tissue processing protocols, which either started or completed on (B)(6) 2022, from which the quality of processing of patient tissue samples would also have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 16:36pm on (B)(6) 2022. Specifically, manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor (B)(4) and the following information was documented: "undetermined processing error per user it could be over processed tissue or under processed tissue. 6 hour run with larger tissue (colon prostrate) ran to completion with no error codes, user proceeded to reprocess the tissues on another unit. User has changed all the reagents and has performed a test run, the status of the reprocessed tissue is not currently known." On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) obtained further information regarding the circumstances involved in this complaint. The fas documented the following observations: "customer [sic] stated that following complete reagent change, they performed a successful test run and put the unit back inservice [sic]." On (B)(6) 2022, the fas documented the following observations: "spoke to customer following log review. It appears that bottle 10 was pulled/reset without change. They customer is awaiting final diagnosis on a couple of the cases. I will update as soon as I know the result." The fas also documented that the patient tissue samples involved in this event were derived from one (1) "factory 6hr xylene standard" protocol comprising 204 cassettes, which had been executed in retort b, with the start/end time & date of the affected run detailed as: "(B)(6) 2022 @ 1831"; and the affected patient tissue samples had been re-processed "on a customer defined clean cycle then re-ran n [sic] a 4hr run on peloris". The tissue types and sizes of the affected patient tissue samples were detailed as: "varied" and "varied + breast cores" respectively. On (B)(6) 2022, leica biosystems melbourne received information from the assigned leica applications technical team lead-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.